Event description:
It is reported that the pt has an infection with revision surgery to come.

Manufacturer narrative:
Eval summary: the sterilization process for these devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, before each mfg lot is released, the "certificate of processing" from (B)(4) (sterilization supplier) is reviewed for conformance. This certificate lists the maximum, minimum, and actual gamma dose in kgy. Therefore, it is highly unlikely that the specified device caused or contributed to the pt infection. Review of the device history records for the art surface did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. Review of the device history records for the unk rhk components was not possible as the product and/or lot numbers required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.